Event description:
Connection issues during the implantation procedure; the physician had difficulties to insert the screwdriver blade inside the setscrew head (he could not find the right position). Since the setscrew could have been finally tightened, the device was kept implanted.

Manufacturer narrative:
(B) (4). Since the device involved in this complaint is kept implanted, no final conclusion could be drawn. The pacemaker x-ray taken at the end of the manufacturing cycle does not show any anomaly (refer to x-ray below); however, it is not possible to verify the setscrew position on the x-ray. It could be done only through the visual inspection mentioned above. Nevertheless, this case has been recorded for trend purposes; further corrective actions will be evaluated and implemented, if deemed necessary.